Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j6 / pcba 2 j1 / force sensor/motor].¿successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 07/17/2023 at 14:42:00.000. Force sensor zero offset (not within) specification (due to corrosion). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage (faded/stained). Critical pump error (open book image) alarm confirmed during analysis because of fatal pump error 35. Pump error 35 confirmed in the pump history files due to moisture damage at the force sensor. Alleged cosmetic damage confirmed where cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case were noted. Exposure to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the body of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed it was reported location of damage is at the back of the pump. No harm requiring medical intervention was reported. Product return requested for mmt-1712kl and the device was returned for analysis.